Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The unique device identifier (UDI #) is unknown.

Event description:
It was reported that, during an ipg revision (related manufacturer reference number: 3006705815-2021-03452), the patient's lead was exhibiting high impedances. As a result, the lead was explanted and replaced. Surgical intervention resolved the issue.